Event description:
Dysfunction of left portacath. Felt pain w/ irrigation on last visit, brought to the cath lab for evaluation. Broken portion of portacath line snared and removed. Catheter piece brought to pathology per protocol.